Event description:
It was reported the stent inadvertently deployed. A 6x100x120 epic was selected for a peripheral intervention procedure. During preparation outside the patient, it was found that the tip of the stent was deployed. The procedure was completed with a different epic stent. There were no known patient complications.

Manufacturer narrative:
Device eval by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent is partially deployed 2mm from the distal end of the middle sheath. The stent is damaged. Microscopic examination revealed a buckling to the sheath 3mm from the distal end of the middle sheath. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported the stent inadvertently deployed. A 6x100x120 epic was selected for a peripheral intervention procedure. During preparation outside the patient, it was found that the tip of the stent was deployed. The procedure was completed with a different epic stent. There were no known patient complications.